Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a gastrointestinal videoscope was processed using an oer-6 unit where the filter had not been replaced since installation in july 2024. No patient harm was reported.